Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 450 mg/dl at the time of incident. Customer reported that the they received a low battery alert prior to the replace battery alert. Customer stated it was less than 8 hours from the low battery alert to the low battery alert. The customer stated the battery was not previously used. Customer stated the battery cap was not loose, cracked or damaged. Customer states this is the second occurrence of replace battery alert in less than 8 hours after low battery warning. The insulin pump will be returned for analysis.